Event description:
It was reported that patient underwent a rotator cuff repair procedure that utilized titanium anchors on (B)(6) 2015. During the procedure, two sutures snapped and the needles were detached from the suture. The sutures were removed and the surgeon used three anchors instead of two to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Initial reporter phone : (B)(6). There are warnings in the package insert that state that this type of event can occur: "bending or fracture of the implant."